Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # , product type programmer, patient. (B)(4).

Event description:
The implantable neurostimulator (ins) was taken out on (B)(6) 2014 because ¿it wasn¿t really helping that much, pretty much since the implant, it was causing more pain where it was implanted in my upper back and the wire was hurting a lot, it was like that pretty much since the implant.¿ it was noted that the patient wanted to donate his recharger and patient programmer back to the device manufacturer. Upon return of the recharger, analysis found the complaint unverified. C100. Upon return of the patient programmer, analysis found the face plate scratched. C200. Additional information has been requested to find out more information regarding this event and the outcome. If additional information is received, a follow up report will be sent.